Event description:
Reporter alleged the lancet needle that is a part of the softclix plus lancing system used in finger-stick blood glucose testing would not retract after use. No report of any actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.